Manufacturer narrative:
On 07-apr -2020 it was realized that section g4 date received by mfg of report 9615755-2020-00003-01 was incorrectly marked as 03-mar-2020. The corrected date for section g4 is 04-mar-2020.

Manufacturer narrative:
A customer from france notified biomérieux of a contamination after use in association with the chromid® cps elite agar (ref. 416172, lot 1007747790) when testing two separate patient urine samples. The customer observed contamination on thirty (30) plates from four (4) boxes of lot 1007747790. The customer noted two contaminated plates had already been used to test two (2) separate patient urine samples. The contamination was observed after incubation. In response to the customer complaint biomérieux completed an internal investigation that included a review of production records, review complaints, and testing of product retains for lot 1007747790. Review of production records showed lot 1007747790 obtained passing quality control test results, including passing results for microbiological performance and microbiological state prior to batch release. A review of complaint data for lot 1007747790 did not identify any trends. Four (4) retained cellophane packets each with ten (10) plates from different manufacturing times were incubated 33-37 º c and examined for contamination every twenty four (24) hours. No contamination was observed across all plates. The contamination observed by the customer was not reproduced; however, the plates are not sterilized in the final manufacturing container, therefore contamination cannot be ruled out as a potential root cause. Chromid® cps elite agar lot 1007747790 met all qc release criteria and there is no evidence that suggests lot 1007747790 is not performing as intended.see section h10.

Event description:
A customer from (B)(6) notified biomérieux of a contamination after use in association with the chromid® cps elite agar (ref. 416172, lot 1007747790) when testing two separate patient urine samples. The customer observed contamination on thirty (30) plates from four (4) boxes of lot 1007747790. The customer noted two contaminated plates had already been used to test two (2) separate patient urine samples. The contamination was observed after incubation. The contaminant on both plates was a large cream-colored mucous colony; brucker maldi-tof identified the contaminant as pseudomonas. The customer confirmed both contaminated patient sample plates were discarded and the results were not reported to the treating physician. Biomérieux will initiate an internal investigation.